Event description:
The customer complained that the head hi/low is drifting down.

Manufacturer narrative:
The technician replaced the head hi/low up and down valves, and the trend valve, which resolved the issue. The bed is operating within specification. (B) (4)